Event description:
Catheter placed femorally and guidewire would not go through the venous extension, but did the arteial leg. When lumens were flushed they appea to communicate and fluid is observedcoming from sideholes and end of catheter.